Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was having issues with his infusion set and reservoir. Customer tried to change it and put new insulin in but he cannot get the air bubbles to go away. Customer has gone through 3 different reservoirs. Customer stated that he got air bubbles in half the reservoir. Customer cannot push air into the vial. Customer was advised that the reservoirs will be replaced.